Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 427 mg/dl. Customer's blood glucose reading was at 161 mg/dl at the time of call. Customer stated that the insulin pump had a button error and was not able to administer insulin. The customer experienced symptoms such as nausea and trouble breathing. The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a button error and confirmed that the time was advancing. Customer had a low blood glucose of 52 mg/dl and declined troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Unit received with cracked case at the reservoir tube, reservoir tube window corners, reservoir tube lip and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.